Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Pharmacist reported that on (B)(6) 2013, customer went to the pharmacy to request assistance with setting up his adc meter because he was not able to test due to receiving a low battery message on his brand new adc meter. Customer experienced symptoms that were described as "confusion and disorientation" and asked the pharmacist to call the paramedics, which treated customer with insulin upon arrival. It was further reported that the low battery issue started several days prior to (B)(6) 2013, when customer was at home, experienced symptoms that were described as "confused and incoherent", "loss of bladder control" and a loss of consciousness. Paramedics were called and transported customer to a local health care facility. It is unknown what, if any treatment was provided by the paramedics and what kind of treatment was provided at a local health care facility. Customer did not self-treat on either day. It was reported that customer "was examined" at a local health care facility and was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this medical event.